Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he experienced high blood glucose, customer changed the reservoir and notice insulin at bottom of the reservoir and found insulin in the insulin pump in the reservoir compartment area. Customer stated that he has had insulin leaks from the past few sets and noticed when removing the reservoir from the insulin pump. Customer is unsure if the leak is past the 1st or 2nd o ring. Blood glucose value is 252 mg/dl. Nothing further reported.